Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported on (B)(6) the connector pin broke on the desktop charger so they were unable to recharge the implantable neurostimulator (ins) resulting in it going dead. No out of box failure was reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.